Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of premature discharge of battery were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical tests performed under nominal conditions indicates normal functionality. The device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Further evaluation under various pulse amplitude indicated normal current levels. Longevity estimation was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.